Event description:
It was reported that undersensing and high threshold was observed. An x-ray did not show any lead movement. The lead was removed when an attempt to reposition the lead was unsuccessful. Microdislodgment was suspected.

Manufacturer narrative:
The reported high thresholds were not confirmed in the laboratory. Analysis found the lead to exhibit normal electrical characteristics and impedance. Further analysis", "found the helix could not be extended due to dried body fluid in the distal coil and helix. The lead was cut at 54cm from the connector pin. The helix could be fully extended and retracted by applying torque directly to the distal coil of the remaining portion. The helix extension measurement was within specification. No defects in materials noted.